Manufacturer narrative:
A ge rep evaluated the system and reseated the gpos single board computer and rebooted unit. System booted ok. Tested by making x-rays and saving images. Recalled images and system is working ok. Rebooted system several times and system is working as intended.

Event description:
Customer reported the system would not save images. No pt injury was reported.